Manufacturer narrative:
The product part number was provided on feb 28, 2017. The warnings in the package insert state, the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing." Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. It is reported the patient was not wearing the proper post-operative sternal wear. As a result, the patient experienced sternal wire dehiscence and was referred to a surgeon for removal. Based on the information available the most likely cause of the event is due to the patient not following post operative instructions. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report two of five for the same event. Reports one and three through five are reported on MFR #0001032347-2017-00135 and 0001032347-2017-00148 through 0001032347-2017-00150.

Event description:
On (B)(6) 2016, the patient had a coronary artery bypass grafting (CABG) and was implanted with the sternalock 360 implantation system. It was reported the original surgical technique was followed. On (B)(6) 2016, a second debridement was performed by a third surgeon as a result of the patient not wearing the proper post-operative sternal wear. During this procedure, the sternalock 360 was removed uneventfully.

Manufacturer narrative:
The product identity could not be confirmed due to the parts not being returned. X-rays and CT scans were provided. The provided scans and x-rays seem to be post implantation and dehiscence and prior to removal of the sternalock implants. The superior implant plate is in proximity of the left manuabrial half and there is evidence of the band in that location as well. The orientation of all three plates (superior, midsternal, and inferior) in the x-ray/scans demonstrate improper fixation. No evidence of the midsternal or inferior band can be seen. Some of the screws in the midsternal appear to still be present in the implants; however 3 of the holes are clearly missing screws. These parts were removed in a revision; therefore the complaint is considered confirmed. There is evidence of anatomical deformation in the patient's sternal area and poor fixation in the CT scans and x-ray provided. There was also multiple patient conditions that were stated in the radiologist report that was provided that may have caused or contributed to the anatomical deformation. The most likely underlying cause of this complaint is patient condition. This is report two of five for the same event. Reports one and three through five are reported on MFR #0001032347-2017-00135, and 0001032347-2017-00148 through 0001032347-2017-00150.